Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. The tip showed a kink located 1cm from the tip. The shaft showed a severe kink and a broken hypotube located 66.5cm from the tip. Functional testing was attempted per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to the broken hypotube. The devices pressure could not be recorded. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that boot leak occurred. An angiojet solent omni was advanced for treatment. During the procedure under power pulse mode, it was noted that liquid was leaking from the pump boot. Power pulse mode was completed but when it switched to thrombectomy mode, there was still liquid ejected from the boot. There was a small amount of liquid in the collection bag and imaging showed the image of thrombus was distinct. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.